Event description:
The contact stated that her meter had been reading with a decimal point. It was explained to the customer that the meter was set in mmol/l. The customer did not allege any adverse events due to the mmol/l readings. She was able to reset the meter to mg/dl with assistance. The meter was to be returned for evaluation, and a replacement meter will be sent.